Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2019, wherein the l4 lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-10895. It was reported that patient lost stimulation. Reportedly, patient underwent an unrelated surgical procedure during which patient failed to set the ipg into surgery mode. Thereafter, the ipg was recovered, but system diagnostics recorded high impedances on all contacts. Reprogramming with manufacturer representative was unsuccessful. Surgical intervention is pending to address the issue.